Event description:
It was reported that the atrial lead had no p-wave. The lead was capped. No patient complication have been reported as a result of this event. Follow up information revealed that there was no complaint on the lead, as there was no allegation of undersensing.

Event description:
It was reported that the atrial lead had no p-wave. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. A supplemental correction report is being submitted to redact report #2649622000201206207. The lead was inadvertently submitted under the medical device reporting regulations, as there is no complaint on the lead. There is no indication of the failure of this marketed lead to meet customer or user expectations for quality or to meet performance specifications, thus there is no complaint.